Event description:
Per the medtronic summary provided to the center, "based on visual evidence of (B)(4) provided by the site, when the button was pressed, initially the leds did not illuminate. Based on visual evidence of (B)(4) provided by the site, when the button was pressed, one of the leds did not illuminate. These observations are indicative of intermittent connections between the displays and the pcbs." FDA safety report ID # (B)(4).